Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Manufacturer received one filter delivery system with the filter partially deployed out of the storage tube. The delivery system consisted of the following: the pusherwire inside of the y-body and storage tube. The touhy nut was loose. The delivery sheath and dilator were not returned. The filter had been partially deployed out of the storage tube. The arms had deployed, and the legs appeared to be stuck at the distal end. The storage tube appeared to have a bulbous deformation at the junction of the storage tube and luer at the distal end. It appeared that one of the legs had come out of its slot and was preventing deployment by sitting on the outside of the spline, and appeared wedged. Attempted to deploy the filter as received and could not. Pulled back slightly on the pusherwire and was able to re-align so the filter leg set back in the slot on the spline. Once the filter was back in place in the spline, the filter deployed easily. Heat was applied to the filter and the filter took shape. All arms, legs, and hooks were present and intact. The storage tube and the y-body had no defects and were intact. The pusherwire was clean, intact and undamaged. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy, however, the root cause is unknown. The current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the push wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported while attempting to deploy the filter, the filter stuck in the sheath at the junction of the tuohy borst and the introducer catheter would not advance any further. The delivery system was removed and another filter was deployed successfully. There was no patient injury reported.